Event description:
Pump is alarming "alert" during infusion while in use with the patient. Replacing pump today and sending return box to patient for malfunctioning pump. Patient was not harmed. Did the reported product fault occur while in use with a patient: yes; did the product issue cause or contribute to patient or clinical injury: no. If the actual device is available to be returned for investigation return box being sent to patient.